Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the 4.0x12mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion. While inflating the balloon to 16 atmospheres (atm), the stent disengaged and fell off. The sds and stent were removed from the patients anatomy, it was confirmed nothing was left in the patient. The procedure was completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. It was reported that during inflation of the stent delivery system, the stent dislodged from the balloon. Factors that may contribute to a stent dislodgement include, but are not limited to, interaction with accessory devices, inadvertent mishandling during preparation, deployment technique, crimping, and/or anatomical characteristics. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.